Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was the pt requested assistance with the set up process for a replacement controller (ptm) they received from sunmed. Pt said the ptm was replaced because they had lost the previous one then located it but it was not working. Pt confirmed today as the event date. Pt was struggling with step 8 of the pairing process when getting ptm to recognize the rtm was connected. Pss asked pt if their ins was depleted; pss was unsure if pt answered question. Pss then asked pt if they are able to feel the stimulation when therapy is on-pt answered yes. Pss then asked pt if they could feel the stimulation during call-pt answered no (pss then assumed the ins was depleted). Pss then had pt attempt a recharge session; pt responded ptm was not coming on at all with nothing displaying on screen. Pss had pt connect ptm to ac power supply; pt confirmed ptm powered on but the ptm 'battery indicator' light was not illuminating. Pss asked pt to remove the li battery pack (bp) then realized pt never had the bp inserted in replacement ptm (the ptm was only powering on at beginning of call when trying to pair ptm with ins because the pt had the ac power supply connected to ptm). Pt was able to reinsert bp in ptm verifying the ptm 'battery indicator' light was flashing green. At one point during call pt was describing seeing a message on ptm screen reading "for temporary control of an implanted device continue or cancel. Pss located the 'clinicians only [67]' screen depicting this error message while documenting call (pss did not get the chance to research why pt was seeing this nor review with pt). Pss was un able to complete pairing process with pt because the bp & ins batteries were both depleted. At one point in the troubleshooting process, pt was unable to remove bp and remarked they were unable to get an instrument to remove it because they could not walk. Pt did eventfully use scissors to remove bp. Pss was unable to resolve issue with pt because pt said they could not continue due to being tired and sick. Pt said they would not have anyone to assist them until after 4pm therefore they would call back on monday and disconnected call. Pss had a very hard time communicating with pt; pt was speaking low and sounded as if they were talking to themselves. Pt also got very frustrated with pss asking questions/giving instructions. Pt called back stating that they got a new controller, however the battery pack was not fitting into the controller. Pss asked the pt if they could see the barcode and serial number inside the replacement controller; pt stated no. Pss asked the pt if possibly the battery pack split apart and half of the battery pack casing was inside the controller battery compartment; pt stated that wasn't the case as the battery was never placed inside the new controller. Pss asked the pt if they saw where they could place aa batteries in the controller compartment; pt stated no. Pt confirmed that the controller was lost and that sunmed replaced the controller; pt stated that they ended up finding the lost controller. Pss reviewed with the pt that typically when lost controllers are replaced then the battery pack would be replaced as well and would arrive in a dummy controller; pss consulted with repair who confirmed that there was not a battery pack replacement. Pt then stated that the battery pack fit inside the old controller. Pt stated that they had the ac power supply connected to the controller and that battery empty cannot continue replace the controller battery appeared. Pt confirmed that the ac power supply green light was on and that the light was flashing green above the controller screen. Pss had the pt check the equipment models; pt stated that they had the 97745bp battery pack and the 97745 controller. Pt then stated that cannot continue call mdt appeared; pss asked for further screen details, however pt did not provide; pt just stated that the controller battery was too low and that it was probably because it was a new battery pack. Additional information was received. The rep called patient services (pss) back and said that the pt wasn't able to connect to their implant to charge and was seeing "system problem" messages appear. Medtronic rep said that the controller they received from sunmed wouldn't fit the battery pack, so the medtronic rep was using the previous controller that the pt thought was lost but found. Medtronic rep also mentioned that the pt said their battery pack split apart. When pss had medtronic rep reset the controller, the rep said the controller didn't have a serial number inside. Pss reviewed with rep that the battery pack casing may have come apart in the controller so they would need to get this out. Rep was able to get the battery pack casing out and said that the contacts inside the controller battery contacts were damaged. Medtronic rep said there were not any numbers on the back of the controller compartment door.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (s/n (B)(6)) revealed bent battery contacts. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.